Event description:
It was reported, the high definition lcd monitor did not power up and the screen did not appear. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reports the issue was found before the inspection.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that ¿device does not start¿ and ¿image is not displayed¿ occurred due to faulty power supply printed circuit board. Olympus will continue to monitor field performance for this device.